Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 147mg/dl. The customer state the blank display occurred while doing a set change. The customer was asked to remove the battery for ten minutes and reinsert it. The customer states he would call back to complete the troubleshooting. It is unclear if the blank display was cleared, but the customer was sent a replacement battery cap .troubleshooting was not performed. The device will not be returned for analysis.